Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10008, 2017865-2019-10009 it was reported that the patient presented at the emergency room with fever. The patient was found to have bacteremia. The origin of the infection was not stated. The system was explanted and replaced. The patient was stable.